Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with inappropriate pause episodes due to intermittent undersensing via merlin.net transmission. Programming changes were recommended and will be made during patient's next follow-up appointment. Further actions will be discussed with the physician. The patient will continue to be monitored.